Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: after the primary surgery, the patient was treated by debridement and the head was changed to deltats due to suspected infection. (Details unknown) the revision surgery was performed on (B)(6) 2023, for left pyogenic arthritis. The molar side of the cup was prolapsed and mrsa was detected. The patient was treated by debridement after extraction of the acetabular side due to a suspected infection. The stem was not removed. On (B)(6) 2023, the agency reported that the revision surgery via tha is scheduled on (B)(6) 2023, for the acetabular side reconstruction. The surgeon plans to preserve the stem and use another company for the cup. It was reported that on (B)(6) 2023, the revision surgery was performed via tha to reconstruct the acetabular side. The stem was preserved. The head was replaced with deltats3mm+8.5. The cup was replaced with e1 poly cement cup in kt.

Manufacturer narrative:
Product complaint (B)(4) investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the primary surgery was performed via tha for hip joint with the implants in question. The surgery was completed successfully without any surgical delay. The revision surgery is scheduled on (B)(6) 2023, due to the loosing of the cup on acetabular side and the suspected infection. The cement mold treatment will be placed. Doi: (B)(6) 2021, dor: (B)(6) 2023, unknown hip.